Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided; cause due to malfunction. No action was taken by the customer to address their bg at the time of the call. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.